Manufacturer narrative:
Age or date of birth: patient age is estimated based on age at time of implant. Serial #: serial number of device was requested but not provided. Manufacturer's investigation conclusion the reported event of no external power and atypical power cable disconnect alarms while connected to the mobile power unit (mpu) was able to be confirmed. The mpu was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 1 day (B)(6) 2022 08:39:44 ¿ 09:48:52 per timestamp). Atypical power cable disconnect alarms coincident with rsoc invalid faults were intermittently active on (B)(6) 2022 from 08:39:44 ¿ 08:40:06 while the controller was connected to the mpu. The alarms occurred on both power cables resulting the rsoc voltages to fluctuate between roughly 3.7v and 8.3v. The alarms escalated to a complete loss of power on (B)(6) 2022 from 08:40:07 ¿ 08:40:13 resulting in no external power alarms. The backup battery was able to provide power to the system during the alarms. The alarms cleared once the controller was connected to battery power. There were no other notable alarms active in the log file. Pump operation was not affected. Multiple good faith effort attempts were made requesting the serial number of the mobile power unit (mpu) if the mpu has a v-lock connector, if the ac power cord came loose from the back of the unit or the outlet, if there were any environmental circumstances that could have caused the alarms, if the mpu was exchanged, and if any product will be returning; however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records for the mpu were unable to be reviewed due to the serial number being unknown. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient went to the emergency department (ed) with altered mental status. They claimed to be getting external power disconnect and low voltage alarms while being connected to the mobile power unit (mpu) as well as when they were on batteries. A review of the log files revealed multiple strings of power cable disconnect, low power hazard, and no external power alarms while tethered to the mpu on (B)(6) 2022 from 0839 to 0840. There was no interruption in pump support during these events.